Event description:
It was reported that the patient was having difficulty charging the implanted neurostimulator. The following troubleshooting steps were performed: confirmed communicator is powered off. Patient said they take ibuprofen to go to sleep at night. Patient has had a throbbing headache on the left side of her head for at least two weeks. The headache is intense and localized where the wires go in. Every so often if they looks down it shoots a shot through her head. It is like a wire going through the head. The pain is worse when they try to put their head down. At first she thought it was due to stress of the power going out. Patient lives in southern california and was evacuated. Patient said, they haven't had any accidents or falls. Patient called her doctor and talked to his nurse and they told her to call patient services (ps). The patient went and stayed with a girlfriend for three days because she was without power and she didn't have the unit with her. The patient had the headache before the power went out. She can't drive. The patient wants to get rid of the headache. She feels like she wants to tip over. The first time they noticed the red flashing light on recharger was on this past saturday. When patient got home she tried to charge immediately and it showed 80%. She put the recharger in the drape around her neck. The recharger then started to flash continuous red. It never played the song that the recharge was complete. The patient said the recharger was 100% charged if in dock it showed three solid green lights. On the call the patient was able to connect to the recharging application and it showed the implant was at 100% charged and they got the three ascending tones. Confirmed stimulation was on. Redirect to doctor. Patient is scheduled for a cat scan on (B)(6) . The soonest the patient could get an ap pointment with the doctor is (B)(6) for the intense headaches.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID wr9200 (serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.